Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a motor error alarm. Customer reported of being stuck in the "prime loop." Customer's blood glucose was 197 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to x-ray; drive support cap appeared normal and customer was not able to complete or exit rewind process. Customer reported that insulin pump did not beep nor did numbers appear on screen as was supposed to. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and was unable to prime during prime test due to moisture damaged inside the force sensor resistor. The motor passed the motor test. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window and broken belt clip slot at the battery tube threads area.